Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total hysterectomy / bilateral salpingo-oophorectomy, lysis of adhesions and cystoscopy due to stress urinary incontinence and menorrhagia. It was reported that the patient underwent resection of posterior vaginal wall mesh extrusion with primary repair utilizing a peritoneal flap on (B)(6) 2011 due to posterior vaginal wall mesh extrusion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and coloplast aris mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic assisted vaginal hysterectomy and right salpingo- oophorectomy due to menorrhagia, right ovarian cyst, and rectocele.